Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a motor error alarm during the rewind process. The drive support cap was normal. They were able to complete the insulin pump rewind. There was a motor position encoder error alarm and more than one motor error alarms in the alarm history. The customer¿s blood glucose during the incident was 240 mg/dl. No further details were given. The insulin pump was returned for analysis.